Event description:
The patient began having a desaturation episode (spo2 decreased). The ventilator alarmed (apnea and tube obstruction). The therapists could not see any patient chest rise, and the ventilator graphics did not show any data. The patient was removed from the ventilator, and manually ventilated on 100% oxygen. The ventilator was replaced, tagged, and sent to biomed. The event reached the patient and an intervention and additional monitoring was required. The vendor was notified.